Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to dislodgement. A chest x-ray was performed 2-3 hours post implant and showed the rv lead had dislodged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086 implantable pacing lead 2014-(B)(6). (B)(4).